Event description:
As reported, during an umbilical hernia repair procedure on (B)(6) 2022, the bard/davol ventralex st "ring" pulled out of the mesh during placement. It was reported, the procedure was completed using another mesh. There was no reported patient injury.

Manufacturer narrative:
As reported, the ventralex st "ring" pulled out of the mesh during placement. The subject device was returned for evaluation. Evaluation of the sample finds that the pdo ring around the mesh to be kinked/bent and has grasper/tool markings from attempted placement and pulling of the mesh and has partially detached from the positioning pocket. No manufacturing anomalies found. The sutures preplaced by the surgeon are outside of the ring / positioning pocket and may have also resulted in damage to the mesh. Per the instructions-for-use, supplied with the device, ¿to ensure a strong repair, the prosthesis should be secured with tacks or sutures through the polypropylene mesh straps or positioning pocket.¿ based on the sample evaluation and investigation performed, the damage found is the result of excessive forces applied during user device interface indicated by the pulling of pdo ring and damage to the mesh. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may, 2022.